Event description:
Customer called to report air bubbles in the tubing of the insulin pump. Blood glucose reading was 159 mg/dl. Troubleshooting was performed. No anomalies were noted. Advised to always store insulin at room temperature. Troubleshooting was performed for high blood glucose. The insulin pump was functioning as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)